Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So, the reported event could not be confirmed. A medical investigation was conducted and per complaint details, a revision surgery was performed approximately 5.5 years post tka due to pain, swelling, infection and fever. It was communicated that the requested clinical documentation was not available for inclusion in the medical investigation and the surgeon did not fault the devices. Reportedly, an unspecified infection was the root cause of the event; however, the source of the infection could not be concluded based on the limited information provided. The patient impact beyond the reported symptomatic infection and revision procedure could not be determined. No further medical assessment could be rendered at this time. Should clinically relevant documentation become available the medical investigation task may be re-evaluated. Possible causes could include but are not limited to traumatic injury, joint tightness, material in use, patient reaction or loss of sterility. A potential complication associated with any surgery, can occur and possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery of a legion insert was performed due to pain, swelling, infection and fever. No other complications were reported.